Event description:
It was reported to covidien on 1/29/2010, that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter came out of the patient's site on (B)(6)2009, after implantation date (B)(6)2009. Catheter was replaced, with no ill effect to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results wil be forwarded.